Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the terminal section of the lead was returned severed 31.5 centimeters (cm) from the terminal pin. A thorough evaluation of the lead segment was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high impedance measurements, and was noted to be fractured. A surgical revision was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.